Manufacturer narrative:
One opened and or used sensor was tested and device passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a bad sensor alert on her insulin pump. The patient's blood glucose was at 164 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needed to be replaced. No further information was provided.